Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor displayed service code 102. Upon evaluation, the r45 resistor was thermally damaged. The cause of the code 102 is the damaged resistor. In addition, contamination was found on the j1 battery connector. It is unknown if the contamination contributed to the damaged resistor. The root cause of the damaged resistor was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor was producing service code 102.